Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top of case in excellent condition. Bottom case cracked by the back plate bracket position. Right plunger case is cracked by the screw. Customer?s reported issue was duplicated during syringe test. Found syringe plunger not in place. Device also failed syringe plunger test. The root cause of the reported issues was not determined. But plunger case seal was missing. Customer might have caused this issue. Actions taken to mitigate the reported issue: replaced plunger printed circuit board. Performed functional testing which passed.

Event description:
It was reported that device is not sensing the syringe. No patient injury reported.